Event description:
A customer reported that during an emergency care procedure, using a glidescope video baton 2.0 large, the image went out after the baton was placed in the patient's mouth for intubation. The screen displayed a message indicating that the cable was disconnected even though it was connected. The customer reported isolating the issue to just the glidescope video baton 2.0 large. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The customer declined the option to have their glidescope video baton 2.0 large returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Review of complaint history for the reported video baton serial number (B)(6) did not identify any previous complaints reported to verathon. Trending analysis for the glidescope video baton 2.0 large does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized. Corrective action is not required at this time. Verathon will continue to monitor for trends.